Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling properly. As per follow up information received via email on 26sep2023, the device was sent to crs medical for repair. A preventive maintenance (replacement of pumps, heater and drain valves) was performed to solve the issue. The patient involvement details was not given by hospital. The patient switched to different device. No impact on the patient.

Event description:
It was reported that the arctic sun device was not cooling properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.